Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. D2b: additional pro code selection that applies to the indication of this device qrb.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent the replacement of the implantable pulse generator (ipg) due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.